Manufacturer narrative:
(B)(4). The cassette was not returned; therefore, a device analysis cannot be completed. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) alarm. This occurred on the homechoice (hc) machine during use. The hp was connected at the time of the alarm. The baxter technical service representative (tsr) explained the alarm and helped the hp to clear the alarm. The tsr advised the hp to discard the supplies and start over with new ones. There was patient involvement; however there was no adverse event. No additional information is available.